Event description:
It was reported that during implant of the device all pacing and high voltage b (hvb) lead impedances were out of range. The physician disconnected and reconnected the lead several times but the problem was still present. The physician elected to replace the device with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.